Manufacturer narrative:
Sewing cuff and rotation mechanism were then removed. Large amount of reddish-brown substance, appearing to be blood, was observed underneath sewing cuff and on rotation mechanism. Valve was throughly cleaned. Both leaflets opened and closed normally at this point, indicating cause of one leaflet previously being fixed in mostly closed position was due to presence of dried blood in recessed pivot areas as well as on leaflet major radius edge and inner diameter surface of orifice where leaflet makes contact. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed form valv's device history record and additional testing performed through fer analysis lab indicated vavle complied with st. Jude medical specifications at time of manufacture. Results of investigation are inconclusive due to fact st. Jude medical heart valve div has not received additional info which may have aided in eval of this explanted valve. Cause of valve being unable to be rotated once implanted remains unknown. All other performance test completed after valve was explanted and returned to st. Jude medical heart valve div indicated valve functioned in accordance with specifications. Had valve remained submerged in liquid solution after explant, rather than being returned in dry state, relevant torque values could have been obtained. However, due to fact blood which covered carbon surfaces of valve, sewing cuff, and underlying rotation mechanism was allowed to dry and cause these components to adhere to each other, torque values representiative of in vivo state could not be obtained.

Event description:
Once implanted, the valve was unable to be rotated. No other information is available.